Manufacturer narrative:
The manufacturing location for this product is atom. This site is not a bd manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the IV set/20drop/wr3cq/std/100cm there was an issue with tubing cut.

Event description:
It was reported with the use of the IV set/20drop/wr3cq/std/100cm there was an issue with tubing cut.

Manufacturer narrative:
Investigation: the actual product was returned and the section of the cut section had a distorted shape. In addition, this product was conducting the all-in-one visual inspection just before putting it into individual packaging. In addition, this product passed the tensile strength test (jis tensile strength standard of target jis tensile strength standard: no abnormality is observed when load of 15 n is applied for 15 seconds, sampling inspection n = 8 pieces) in shipment test of all past production lot was doing. As the cross section is distorted, it was estimated that the tube was cut due to excessive load applied to the tube during use. A DHR could not be completed as the batch# is unknown.